Event description:
It was reported that ventricular fibrillation (vf) was not sustained during induction testing. Since ventricular fibrillation was not sustained, proper conversion was not able to be assessed. A synchronous shock confirmed appropriate shock impedance measurements. A review of the x-rays by boston scientific technical services (ts) noted that the device showed a posterior position combined with an electrode slightly higher than expected, resulting in part of the ventricular mass not being covered. Ts also discussed that the electrode was close to the skin and a possible erosion could result if the pressure of the tip of the electrode to skin was high. It was noted that the physician agreed that the position in this case could be optimized for the patient. It was indicated no further vf induction testing would be performed and the patient would be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that ventricular fibrillation (vf) was not sustained during induction testing. Since ventricular fibrillation was not sustained, proper conversion was not able to be assessed. A synchronous shock confirmed appropriate shock impedance measurements. A review of the x-rays by boston scientific technical services (ts) noted that the device showed a posterior position combined with an electrode slightly higher than expected, resulting in part of the ventricular mass not being covered. Ts also discussed that the electrode was close to the skin and a possible erosion could result if the pressure of the tip of the electrode to skin was high. It was noted that the physician agreed that the position in this case could be optimized for the patient. It was indicated no further vf induction testing would be performed and the patient would be monitored closely.